Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent embolization occurred. A progressive lesion was located in the circumflex (cx). The vessel was calcified, lesion anatomy was severely tortuous and the lesion was rigid. An 8 french cls 3.5 guide catheter was advanced to the lesion site. Next, the physician attempted to advance a taxus express2 3.00x16mm drug eluting stent (des), but experienced resistance when attemtping to cross the lesion. The physician tried to pull the stent delivery system (sds) back through the guide catheter but the stent dislodged from the sds in the cx. The stent was located in the right femoral artery (rfa) and no attempt was made to retrieve the stent. The procedure was completed with another of the same device and the dislodged stent remains inside the pt. The pt was reported to be in stable condition after the procedure.